Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.0868 inches. The insulin flow blocked alarm /occlusion alarm functioned properly during the bascic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. Insulin pump uploaded to carelink pro/personal and generated a daily summary report without any errors. No unexpected error message noted during the upload or report generation noted. (B)(4).

Event description:
It was reported via phone call that the weight has been changed to 0225.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl. Customer was treated with manual injection. Customer reported that they feel breathlessness. Customer reported that they passed high pressure test. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.